Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds due to the lead being pulled back. The patient underwent a surgical intervention to replace the lead with a similar product. No additional adverse patient effects were reported.